Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature article: "the utility of single-balloon enteroscopy for the diagnosis and management of small bowel disorders according to their clinical manifestations: a retrospective review" by varayu prachayakul, morakod deesomsak, pitulak aswakul and somchai leelakusolvong. This retrospective study was to evaluate the clinical utility of single-balloon enteroscopy (sbe) in patients with suspected small bowel disease according to the different indications for performing the procedure. A total of 116 patients had indications for enteroscopy were overt gi bleeding, occult gi bleeding, chronic diarrhea, abdominal pain, and abnormal imaging results were included in the study. The area of interest was achieved in 80.7% of the cases, while the reported rate of technical failure was 5.5%. The study reported a minor complications rate of 11.7%. In conclusion, it claimed that sbe is a safe and effective procedure for the diagnosis of small bowel disorders and performing therapeutic interventions for the same in patients who presented with abdominal pain, gi bleeding, or other focal abnormalities on imaging scans. The authors used sifq180 and reported the following adverse events: complications: n=13 abdominal pain/discomfort, bowel-wall injury, hypotension, bleeding, bronchospasm, minimal small bowel mucosal trauma. Post procedural recurrent bleeding - (1). One (1) patient experienced recurrent bleeding 1 day later and was finally treated surgically.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author. New information added to b5.

Event description:
Additional information provided by the author: in the opinion of the author, they think the adverse events were not directly related to the olympus device and did not require surgical intervention. In the opinion of the author, peri and post procedural recurrent bleeding was related to the cause of bleeding and abdominal discomfort was related to overdistended bowel loop due to more air insufflation or difficult anatomy with more angulated scope. (Scope manipulation not scope shaft). Minimal small bowel mucosal trauma can occur during scope manipulation even gastroscope or colonoscope.